Event description:
AED serial number has been determined to be associated with field action related to button functionality. (B) (4).

Manufacturer narrative:
Force to actuation test performed. Device internal memory reviewed. Conclusion: report is being filed in association with field action.